Event description:
This is filed to report a leaflet perforation. It was reported that on (B)(6) 2022, the patient presented with functional mitral regurgitation (mr) grade 4+, with dispersed calcification on the leaflets. The first mitraclip was successfully implanted. A second mitraclip advanced, grasped the leaflets without issue. Following, a perforation occurred, near the posterior arm of this mitraclip. It was decided to not implant this clip, and the device was removed without further issues noted. No additional treatment was provided. The mr had been reduced to grade 3-4. There was no adverse patient sequela reported. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of tissue injury is listed in the mitraclip system instructions for use (IFU) and is a known possible complication associated with mitraclip procedures. Based on the available information the cause of the reported tissue injury appears to be related to the patient's anatomy. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.